Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v062914, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was unable to connect and adjust stimulation both with and without the antenna attached. The patient saw the poor communication screen. They had not felt stimulation for two weeks. They could not urinate and had bladder infections. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.